Event description:
The customer reported the rad-5 loud speaker "no longer emits any sounds." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The completed failure analysis determined the rad-5 speaker was not emitting sound due to the u5 component of the instrument board not sending an output signal to the speaker. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed.  If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Device not returned.

Event description:
The customer reported the rad-5 loud speaker "no longer emits any sounds." No patient impact or consequences were reported.